Event description:
It was reported that the device falsely triggered the patient notifier for non-sustained ventricular oversensing due to episodes of premature ventricular contractions. Programming change was made. There were no adverse consequences to the patient.

Manufacturer narrative:
.